Event description:
This notification was opened for review due to an allegation the device's touchscreen failed to respond. There was no harm or injury reported. The device was returned to the durable medical equipment company. The internal battery was recycled and corrected the issue.